Event description:
One day post-operatively, the pt presented with grade 3 diffuse lamellar keratitis (dlk) with flap melt. The pt was treated with tipical antibiotics and steroids and the flap was lifted and rinsed. The pt responded to treatment and the dlk resolved with no loos of visual acuity.